Event description:
During a total hip revision, two biomet disposable drill bits broke while in use. Staff retrieved the broken pieces and so there were no retained pieces left in the patient. No adverse outcome to patient. The broken drill bits were turned over to the company's sales representative. Our hospital switched to only using disposable drill bits after experiencing numerous drill bit breakage occurrences with the re-useable drill bits.